Event description:
It was reported that while priming IV potassium, the tubing separated below the drip chamber. There was no patient involvement. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information added to; b.7 & d.10. The customer¿s report that the tubing separated below the drip chamber was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed a separation at the engagement between the tubing and drip chamber¿s outlet port. Closer inspection observed that the tubing had insufficient solvent applied at engagement during manufacturing process. No other anomalies were observed with the set. The tubing¿s internal diameter and the drip chamber port¿s outer tubing diameter were measured and found to be within specification(s). Functional testing could not be performed on the set due to a leak that would occur from the separation. The root cause was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Although requested, patient demographics was not provided.

Event description:
It was reported that while priming IV potassium, tubing separated below the drip chamber. There was no patient involvement. Although requested, additional information was not provided.